Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was connector. The blood glucose level was high and the patient was treated with correction bolus via pen. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4 and PMA/510k number under g4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006558, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006558 was packaging according to the work instruction (wi) version 78, in the line multivac 12 on 11/apr/2024, with a total of (B)(4) units. Gluing of tubing the lot 4d00141 was manufactured according to the wi version 41 in the gluing of tubing in the machine mp04 and mp08, on 10/apr/2024, with a total of (B)(4) units. The lot 4d00031 was manufactured according to the wi version 41 in the gluing of tubing in the machine mp08, on 02/apr/2024, with a total of (B)(4) units. The lot 4d02477 was manufactured according to the wi version 41 in the gluing of tubing in the machine mp08, on 13/apr/2024, with a total of (B)(4) units. The lot 4a04798 was manufactured according to the wi version 41 in the gluing of tubing in the machine mp04, mp05 and mp08, on 30/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.